Event description:
Related to MFR report #:2183959-2012-01108. On or about (B)(6) 2009, the plaintiff was implanted with an ams perigee graft to, "correct her abdominal pain, cystocele, rectocele, pervic organ prolapse and stress urinary incontinence." It was reported that the surgery was performed, "without complications." It was alleged that the plaintiff, "complained of vaginal bleeding, sui (stress urinary incontinence), and dyspareunia." On (B)(6) 2010, the plaintiff was "examined by her physician, in which mesh erosion was found." On (B)(6) 2010, the plaintiff underwent corrective surgery and the, "surgeon found that two tension bands of mesh had palpated in the lateral sulcus of the vagina anteriorly." It was indicated that another MFR's posterior sling was then surgically inserted. It was alleged that the plaintiff continued to experience, "uterovaginal prolapse, full incontinence of feces, and dyspareunia," and sustained "severe and permanent personal injuries and damages."

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a f/u report will be sent.